Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain and ovarian cyst. Previously administered products included for an unreported indication: iud from 2004 to 2011, mirena and oral contraceptive nos. Family history included ovarian cancer. Concomitant products included solpadeine (tylenol 1) and tramadol. In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines /headaches"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and feeling hot ("hot feeling"). In 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on(B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the uterine haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, headache, nausea, vaginal discharge, abdominal pain and feeling hot outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, feeling hot, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure device for persistent pelvic pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2012: confirmed full occlusion of the essure device (B)(6) 2015:surgical pathology report uterus, cervix bilat fallopian tubes ¿ acute and chronic cervicitis. ¿ benign fallopian tubes with coils present. Gross description: right tube with a silver metallic, thin coil in proximal tube. Left fallopian tube with silver metallic coil in the proximal lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter, historical drug and event (hot feelings) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain and ovarian cyst. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Family history included ovarian cancer. Concomitant products included solpadeine (tylenol 1) and tramadol. In 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), migraine ("migraines /headaches"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the uterine haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, headache, nausea, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure device for persistent pelvic pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion of the essure device (B)(6) 2015: surgical pathology report. Uterus, cervix bilat fallopian tubes: acute and chronic cervicitis. Benign fallopian tubes with coils present. Gross description: right tube with a silver metallic, thin coil in proximal tube. Left fallopian tube with silver metallic coil in the proximal lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet received. Events abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage are added. Concomitant , historical drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain and ovarian cyst. Previously administered products included for an unreported indication: iud from 2004 to 2011, mirena and oral contraceptive nos. Family history included ovarian cancer. Concomitant products included () and tramadol. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines /headaches"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and feeling hot ("hot feeling"). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the genital haemorrhage was resolving and the uterine haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, headache, nausea, vaginal discharge, abdominal pain and feeling hot outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, feeling hot, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure device for persistent pelvic pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: confirmed full occlusion of the essure device. Pathology test - on (B)(6) 2015: uterus, cervix bilat fallopian tubes ¿ acute and chronic cervicitis. ¿ benign fallopian tubes with coils present. Gross description: right tube with a silver metallic, thin coil in proximal tube. Left fallopian tube with silver metallic coil in the proximal lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received outcome of event " pelvic pain and bleeding" were updated as recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage was resolving. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she underwent laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure device for persistent pelvic pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion of the essure device incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.